Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to have fluid ingression on the chassis, a scratched lcd lens, and dented housing. The event history log found error code 41622 occurred 16 times. To conduct functional testing a motor test was performed. Upon review, the reported problem was duplicated, the motor rotated three times, instead of two when the stop/start button was pressed. It was determined that the root cause was an inoperable cam flex optical sensor. The lemo connector had shifted position by impact and damaged the cam flex optical sensor in the process. Fluids had also intruded into the gear train assembly, contributing to the failure of the cam flex sensor. The cam flex optical sensor was replaced, and the gear train assembly was cleaned. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a repetitive alarm 41622. No adverse patient effects were reported by the customer.